Event description:
The device was returned to the service center with a report from the customer contact that stated, "distal pressure zero offset is out of range (-93.7 mmhg)". However, during testing at the service center, the distal pressure sensor calibration had drifter out of tolerance.

Manufacturer narrative:
During testing, it was noted that the distal pressure sensor calibration had drifted out of tolerance. The device has been identified as part of a product recall. This report represents all the info known by the reporter upon query by hospira personnel.